Event description:
It was reported that a merlin.net transmission revealed high impedance on the atrial lead. An x-ray revealed the lead pin was possibly not fully inserted into the pulse generator header. The patient was asymptomatic. The pocket was reopened on (B)(6) 2014 and the lead was reinserted into the device. After the lead was reinserted, all electrical values were normal. The patient was in good condition post procedure and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).